Event description:
A report was received that the pt underwent a lead extension revision procedure, as the lead extensions were displaying high impedances. The lead extensions were replaced, and the pt was reportedly doing well post operatively.

Manufacturer narrative:
The explanted devices were not returned to bsn, as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.